Manufacturer narrative:
The customer reported that when they disconnected their bedside monitors (bsm(s)) from their host monitors, the cns did not register the changes and reported an "input unit disconnected" error message and the host monitor reported a "wlan unable to be located" error message. Once the bsm(s) were reconnected to their host monitors, the cns reported an "all alarms off" error message and the host monitors reported an "alarms suspended" error message. This was occurring on all devices in the emergency department. Patient data was not lost. Nihon kohden is investigating the bsm error logs. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following device was used in conjunction with the bsm: cns. Model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that when they disconnected their bedside monitors (bsm(s)) from their host monitors, the cns did not register the changes and reported an "input unit disconnected" error message and the host monitor reported a "wlan unable to be located" error message. Once the bsm(s) were reconnected to their host monitors, the cns reported an "all alarms off" error message and the host monitors reported an "alarms suspended" error message.

Event description:
The customer reported that when they disconnected their bedside monitors (bsm(s)) from their host monitors, the cns did not register the changes and reported an "input unit disconnected" error message and the host monitor reported a "wlan unable to be located" error message. Once the bsm(s) were reconnected to their host monitors, the cns reported an "all alarms off" error message and the host monitors reported an "alarms suspended" error message.

Manufacturer narrative:
Details of complaint: on (B)(6) /2019, the customer at (B)(6) medical center reported the following issue with mu-631ra; sn-(B)(6), from patient monitoring: docking the transport unit after wlan transport is causing alarms to be silenced on the cns and bedsides. Warranty expires on 12/20/2024. The device was in use on a patient at the time of the incident, but no patient harm was reported. Service requested: troubleshooting. Service performed: troubleshooting. Investigation summary: the root cause of the issue was determined to be an issue with hospital's it not having correct settings. The reported issue does not require further investigation through CAPA process since the issue was user triggered, incorrect wlan settings configured by the user facility. The overall risk of this event, taking into consideration of severity and probability, is "medium". The issue was later resolved under another ticket. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d11 & c2: the following device was used in conjunction with the bsm. Cns model #: ni sn #: ni approximate age of the device: ni device manufacturer date: ni unique identifier (UDI) #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the blue spo2 sat was not registering on this bedside monitor (bsm).

Manufacturer narrative:
Details of complaint: the customer reported that the blue spo2 saturation was not registering on this bedside monitor (bsm). The yellow spo2 registers without issues. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the customer that the known fix for this common user error is to reboot the bsm transport monitor. They customer stated they could not perform the action until the patient was not being monitored. With the information available, the root cause cannot be determined. The customer did not say whether the troubleshooting steps provided were affective. A review of the serial number history shows no other tickets for this bsm monitoring device. Spo2 as a cable is required to connect the probe to the spo2 module, failure of the cable is likely to contribute to spo2 issues. Improper connection by way of improper seating or connection port may also cause spo2 reading failures. Users should verify that all cable connections are secure before monitoring a patient. Use of unauthorized probes or cables is likely to lead to spo2 issues. Connection sockets on the bsm may be color coded and have different shapes to prevent cables from being connected in the improper sockets. Cables can become damaged because of mishandling or wear and tear. As this module is mobile, impacts from normal use may contribute to damage of the exterior closure and internals of the device. Failure modes such as these would be immediately noticed by user and promptly addressed.